Event description:
Called in by rep. He stated that the suction tip pulled off during surgery. The surgeon was able to use another probe and that there were no injury or adverse consequences suffered by the pt.

Manufacturer narrative:
Investigation is on going. Add'l info will be provided once investigation is completed.